Event description:
Event description guidant received information that this recently implanted cardioverter defibrillator (ICD) displayed noise on the rate/sense and shock electrograms that caused an inappropriate shock and several diverted events. The noise is reproducible with isometric exercises. The ventricular sensitivity was adjusted, and the noise was not oversensed.